Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads and cracked case display window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 45 mg/dl at the time of incident. The customer treated low blood glucose with food and glucose tablets. Customer using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer¿s report customer does not allege over delivery. Customer also stated that crack on the upper right corner of the screen on the battery compartment. The insulin pump will be returned for analysis.